Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the low drain volume alarm. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient received a high drain 104 (night drain cycle four) alarm on their homechoice device. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred after use. The patient¿s fill volume equaled 2200ml and their cycle four ultrafiltration equaled 2762ml. The patient was advised to notify their nurse of the event and would continue therapy using manual exchanges. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.